Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use at the time of the event. The procedure was completed as planned using the wired footswitch. No patient/user harm was reported. A philips field service engineer (fse) inspected the system onsite and confirmed that the issue. Troubleshooting determined that the wireless footswitch was charged and could turn on, but did not allow x-ray or any other functionality. The led indicators were also off when the foot pedal was pressed. The fse found that the foot pedal was blocked due to an obstruction on the switch which had obstructed it at system start-up. The fse cleaned the footswitch and removed the obstruction. After repair of the footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch was not working. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.